Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they had mrsa in the fall of 2018, but they didn't know what caused it and they didn't know if it was gone. No further complications were reported or anticipated.